Manufacturer narrative:
The site indicated that the incident unit will not be returning to the manufacturer for evaluation. (B)(4).

Event description:
A patient underwent radiofrequency ablation (rfa) for treatment of barrett's esophagus on (B)(6) 2015. The patient complained of dysphagia on (B)(6) 2015, and an upper endoscopy conducted two days later revealed severe esophagitis. A biopsy found that the condition is herpetic esophagitis. This complaint is being reported because the herpetic outbreaks can be related to stress and the link between rfa and herpetic esophagitis cannot be ruled out in this patient.